Manufacturer narrative:
Device not returned.

Event description:
Balloon came off the catheter during declot of the av fistula. Venogram did not reveal any distal occlusion attempted to recover latex via bleed back on venous side; however, no pieces were seen.